Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported the pump could not be charged. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source. Customer¿s blood glucose value was 209 mg/dl. The customer continued to use the pump for insulin therapy.